Event description:
The customer reported an issue with incorrect time settings on their device. There was no adverse impact to the customer¿s blood glucose level, with no recorded values falling outside normal ranges. The customer received assistance from technical support to update the pump time and was advised to monitor for further discrepancies, which the customer understood and acknowledged.